Event description:
It was reported that an ez45 was used during an unk procedure. It was reported by the affiliate that the instrument did not function well. It did not staple correctly. Problems occurred at closing the jaws. There was no consequence to the pt.